Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Initial reporter: occupation: associate consultant. One (1) 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath and arteriotomy locator assembly, and a carrier tube were returned. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated, and a minor kink was identified at the blood inlet hole. No other damage to the device was identified. For dimensional testing, the outer diameter of the locator was measured to be 0.0909'' which was within the specification of 0.092'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.1161'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed as mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause could be damage sustained during insertion due to an obstruction/resistance from the presence of scar tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hbrt.

Event description:
The user facility reported that the 6 french angio-seal device involved was used for an embolization case. The introducer sheath failed to advance over wire despite changing direction and angulation to the puncture site. The use of the introducer sheath was stopped, and it was removed. The procedure was completed with manual compression. The puncture sheath used was 6 french. The patient was in stable condition. Additional information was received on 25 sep 2022: a pre-deployment angiogram was performed. No other products were used with the product involved.